Event description:
Patient was in ccu and had an impella (abiomed) device placed for circulatory support. Representative for the abiomed device company was present to assist during implantation and management. After device removed from patient the representative expressed concern the device may not have been functioning properly and took the device used for this patient to be tested.the rep independently decided to take the device back to his company.